Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the sheath was returned over the membrane. One kink was observed on the catheter approximately 72.6 cm from the iab tip. The pressure tubing was also returned. The optical fiber was found to be broken approximately 27.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: bsn, rn, ccrn, nurse manager additional initial reporter: lucy rn additional contact person: (B)(6) bsn, rn, associate nurse manager / (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately eight hours of intra-aortic balloon (iab) therapy, the pump generated a fiber optic sensor failure alarm. The iab was noted to be inserted around 4pm the day prior. At the time of the call, the customer had already unplugged the fiberoptic sensor and re-plugged it with no change. The getinge representative recommended they leave it unplugged, coil it up with a piece of tape that says "broken", and set aside. The customer was then walked through putting the pump in standby, checking for a blood return, and flushing for 15 seconds. Therapy was continued for several days. There was no patient harm or adverse event reported.